Event description:
It was reported that a user of the ilet experienced elevated blood glucose readings, with a reported meter value of 250 mg/dl and a subsequent reading of 231 mg/dl trending downward, and the user elected not to implement a settings or supply change after education and troubleshooting were provided. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included user counseling on monitoring and troubleshooting steps. Investigation of this case revealed no device malfunction reported and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.